Event description:
This report is to advise of a tip fracture noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter was noted 0.5¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The root cause of this issue was determined to be a design/process issue.